Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient went back in for another spine procedure today (B)(6)2017 and they "completely cut the catheter".

Manufacturer narrative:
Other applicable components are: product ID 8784 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter product ID 8780 lot# serial# (B)(4). Implanted: (B)(6)2014 e xplanted: product type catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving compounded baclofen and dilaudid via an implanted pump. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient had an elective spinal surgery (a fusion) today ((B)(6) 2017) and the patient¿s catheter was possibly nicked when doing the surgery. Instead of physically revising the catheter with a catheter revision kit, the physician used derma bond over the suspected nicked site. The catheter looked curved and frayed at a certain spot and this was the area where the physician used the derma bond. No patient symptoms were reported. No further patient complications have been reported as a result of this event.